Event description:
A 16fr. Corflo-max gastrostomy tube was placed in the gastroenterological surgical unit using local anesthesia and the usual percutaneous endoscopic technique with inside-out pull method in 2006. Prophylactic antibiotic was given as ampicillian 2g. IV 1 hour prior to the procedure. On inspection the following day, the tube was not unduly tight, but was slackened slightly. The patient developed severe abdominal pain 14.05.2006 and an abdominal x-ray revealed a significant pneumoperitoneum. On laparotomy, the gastric channel was found to be large, with leakage of gastric contents to the peritoneal cavity leading to peritonitis. No necrosis of the gastric wall was observed and the tube was correctly placed in the stomach. The tube was removed and the gastric channel was sutured. The postoperative recovery was uneventful and the patient has been discharged. Dr. Gleditsch states, " the tube placement was carried out by 2 consultants, both specialists in gastroenterological surgery and with considerable experience in endoscopic tube placement. We have used the corflo-max feeding tube since early 2003 (ie. Over a period of 3 years,) and have experienced very few problems with this device. The above complication is unususal in our view and we have no ready explanation for this occurence."